Event description:
Service call was placed for a medical bed not detecting correctly a patient exiting bed while detection system was activated. There was no patient fall or further adverse event associated with the detection system.